Event description:
The customer reported that upon completion of administering a trigger point injection to a patient, the scooping method was used to get the needle cover back onto the needle. When the needle was in the cap, the cap was held to "snap" it in place so it would lock securely. While it was being held, a poke was felt. The needle punctured the side of the cap piercing the left index finger.